Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 157 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem user guide instructs the user to remove any residual air from the cartridge.